Event description:
On (B) (6) 2010, PICC line inserted. At approx 0350, on (B) (6) 2010, infant developed spontaneous bradycardia with heart rate between 70 and 110. Required o2 at 35% to maintain adequate o2 saturations, but heart rate would not improve; infant was intermittently hypoxic. A dose of epinephrine administered heart rate increased to 140. Infant developed profound bradycardia, heart rate in 30 - 50's, and then became asystolic. Md able to witness electrical activity without auscultable cardiac sounds. Pericardiocentesis produced approximately 1 ml of milky fluid, which appeared to be consistent with tpn. Echocardiogram confirmed the evidence of a pericardial effusion and under ultrasound guidance md was able to remove approx 7 ml of what appeared to be chylous fluid. Despite resuscitative efforts, infant expired. Md suspects infant developed a cardiac tamponade secondary to a pericardial effusion resulting from the migration of the PICC catheter.